Manufacturer narrative:
Risk assessment indicates: severity 3 (critical) reason: mistreatment can be possible. When pt is loaded again in rtt, the dose from lantis is written to rtt, so dose is missing if it was not written back correctly. Probability d (occasional) reason: this is the most common scenario in a clinical environment, given the chain of events needed to lead up to this. Corrective action -documented charm (B) (4) issued. Pts were identified.

Manufacturer narrative:
Risk assessment indicates: severity 3 (critical) reason: mistreatment can be possible. When pt is loaded again in rtt, the dose from lantis is written to rtt, so dose is missing if it was not written back correctly. Probability d (occasional) reason: this is the most common scenario in a clinical environment, given the chain of events needed to lead up to this. Corrective action -documented charm (B) (4) issued. Pts were identified.

Manufacturer narrative:
Risk assessment indicates: severity 3 (critical) reason: mistreatment can be possible. When pt is loaded again in rtt, the dose from lantis is written to rtt, so dose is missing if it was not written back correctly. Probability d (occasional) reason: this is the most common scenario in a clinical environment, given the chain of events needed to lead up to this. Corrective action -documented charm (B) (4) issued. Pts were identified.

Manufacturer narrative:
Risk assessment indicates: severity 3 (critical) reason: mistreatment can be possible. When pt is loaded again in rtt, the dose from lantis is written to rtt, so dose is missing if it was not written back correctly. Probability d (occasional) reason: this is the most common scenario in a clinical environment, given the chain of events needed to lead up to this. Corrective action -documented charm (B) (4) issued. Pts were identified.

Event description:
A potential product issue has been reported with artiste linear accelerator syngo rt therapist. In the abundance of caution this issue is being reported. The radiation of some patients is not recorded in lantis. Manual resumption is required. There was no injury reported and is unk at this time. Initial risk analysis is complete. Initial corrective action decision is complete.

Manufacturer narrative:
Risk assessment indicates: severity 3 (critical) reason: mistreatment can be possible. When pt is loaded again in rtt, the dose from lantis is written to rtt, so dose is missing if it was not written back correctly. Probability d (occasional) reason: this is the most common scenario in a clinical environment, given the chain of events needed to lead up to this. Corrective action -documented charm (B) (4) issued. Pts were identified.

Event description:
A potential product issue has been reported with artiste linear accelerator syngo rt therapist. In the abundance of caution this issue is being reported. The radiation of some pts is not recorded in lantis. Manual resumption is required. There was no injury reported and is unk at this time. Initial risk analysis is complete. Initial corrective action decision is complete.

Event description:
A potential product issue has been reported with artiste linear accelerator syngo rt therapist. In the abundance of caution this issue is being reported. The radiation of some pts is not recorded in lantis. Manual resumption is required. There was no injury reported and is unk at this time. Initial risk analysis is complete. Initial corrective action decision is complete.

Event description:
A potential product issue has been reported with artiste linear accelerator syngo rt therapist. In the abundance of caution this issue is being reported. The radiation of some pts is not recorded in lantis. Manual resumption is required. There was no injury reported and is unk at this time. Initial risk analysis is complete. Initial corrective action decision is complete.

Event description:
A potential product issue has been reported with artiste linear accelerator syngo rt therapist. In the abundance of caution this issue is being reported. The radiation of some pts is not recorded in lantis. Manual resumption is required. There was no injury reported and is unk at this time. Initial risk analysis is complete. Initial corrective action decision is complete.